Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, information from the field and log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, and the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Based on information from the field, irrigation settings were 17 ml/min during ablations over 30 watts, which was less than the tacticath se contact force ablation catheter instructions for use (IFU) recommended irrigation settings for ablations greater than 30 watts. Due to unknown procedural conditions, however, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atypical flutter ablation procedure, a cardiac tamponade occurred. When ablation was being performed on the posterior wall of the left atrium, a steam pop was heard. The patient then became hypotensive and an echocardiogram and fluoroscopy confirmed the cardiac tamponade. A pericardiocentesis was performed to stabilize the patient.